Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to unspecified reasons. A new aus device consisting of two 3.5cm cuffs, a 61-70cm h2o balloon and pump, was implanted. Further information was requested and not yet received. Product was explanted and returned. A supplemental report will be filed after product analysis has been completed or upon receipt of additional information.

Manufacturer narrative:
Device evaluation provided in: device evaluated by MFR, event problem and evaluation codes, additional manufacturer narrative. Device evaluation: no malfunction was reported. The ams800 device was visually inspected and functionally tested. No leak was found. The balloon tested at 66.8 cmh2o. The original pressure of the balloon is not known. The occlusive cuff and control pump performed within specifications. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to unspecified reasons. A new aus device consisting of two 3.5cm cuffs, a 61-70cm h2o balloon and pump, was implanted. Further information was requested and not yet received. Product was explanted and returned. A supplemental report will be filed after product analysis has been completed or upon receipt of additional information.